Event description:
Per the clinic, no connection to the internal device could be obtained and the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed april 30, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.